Event description:
The device failed extended self testing due to a leak. The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the autozero solenoid. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.